Event description:
The pt underwent a left rotator cuff repair. The pt reports damage and pain to their left shoulder related to a post-operative inflammatory reaction at the site that reportedly "ate away" at their entire internal structure of their left shoulder. They have reportedly lost complete use of their left shoulder as a result, and has undergone other subsequent surgeries and medical procedures to treat this event. The report also states that an infectious process occurred at the site, but that the infection was never diagnosed and that the organism could not be cultured.